Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A team lead engineer found no failures at the station, reseated row ribbon cables on row trays and on the controller board and reseated the retractor band. The system functioned as intended after the team lead engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had an unrecoverable drawer/failed pocket. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.